Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A16627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder since 2014 and weight normal. Concomitant products included levothyroxine from 2014 to 2015 and linaclotide (linzess) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/ migraine /headaches"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced feeling abnormal ("neuro condition/probs/neurological conditions or problems type: brain fog") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced infrequent bowel movements ("gi conditions/ gastrointestinal or digestive system condition type: lack of bowel movement") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metallic taste in mouth") and burning sensation ("burning sensation down back of legs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, feeling abnormal, migraine, fatigue, infrequent bowel movements, alopecia, weight increased, dysgeusia, burning sensation and pain in extremity had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, infrequent bowel movements, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2014 patient received treatment for neuro condition/ problems, migraine, fatigue, weight gain, hair loss, fatigue, gi condition, metallic taste in mouth, burning sensation down back of legs. Current weight 155 lbs. Discrepancy noted: essure insertion date: (B)(6) 2014. Discrepancy noted: essure removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. New events added: leg pain, previously added events gi conditions updated to lack of bowel movement, and nuero condition/probs/ updated to neurological conditions or problems type: brain fog. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A16627-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, rectal pain, vomiting and other disorders of intestine. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included thyroid disorder since 2014, weight normal, neck pain, muscle spasm, vitamin b12 deficiency, weakness, dizziness, benign neoplasm of colon, blood in stool and constipation. Concomitant products included cefixime (flexeril), levothyroxine from 2014 to 2015, linaclotide (linzess) since 2015 and prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/ migraine /headaches"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced feeling abnormal ("neuro condition/probs/neurological conditions or problems type: brain fog") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced infrequent bowel movements ("gi conditions/ gastrointestinal or digestive system condition type: lack of bowel movement") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metallic taste in mouth") and burning sensation ("burning sensation down back of legs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, feeling abnormal, migraine, fatigue, infrequent bowel movements, alopecia, weight increased, dysgeusia, burning sensation and pain in extremity had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, infrequent bowel movements, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2014 patient received treatment for neuro condition/ problems, migraine, fatigue, weight gain, hair loss, fatigue, gi condition, metallic taste in mouth, burning sensation down back of legs. Current weight 155 lbs. Discrepancy noted: essure insertion date: (B)(6) 2014. Discrepancy noted: essure removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Lot number reported (a16627) is not valid. Most recent follow-up information incorporated above includes: on 17-feb-2020: update of information (batch is not valid). On 10-feb-2020: mr received-reports information was added. Concomitant condition, concomitant drug, medical history was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nervous system disorder ("neuro condition/probs"), migraine ("migraine"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and burning sensation ("burning sensation down back of legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, nervous system disorder, migraine, fatigue, gastrointestinal disorder, alopecia, weight increased, dysgeusia and burning sensation had resolved. The reporter considered abdominal pain, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2014 patient received treatment for neuro condition/ problems, migraine, fatigue, weight gain, hair loss, fatigue, gi condition, metallic taste in mouth, burning sensation down back of legs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), neuro condition/ problems, migraine, fatigue, weight gain, hair loss, fatigue, gi condition, metallic taste in mouth, burning sensation down back of legs were added. Product indication was updated. Explant date was added. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.